Event description:
Hospital called our company 2/21/94 to tell us a marquest disposable ventilator circuit haad a cap come off while being used on a pt currently on a puritan bennett 7200 ventilator; pt expired. Pt was on a nursing step-down unit directly across from nursing station; alarms went off nursing went in to bag pt. Pt on total volume of 750 and respiraaatory rate of 10.